Event description:
Caller reported malfunction on pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump and mdi for insulin therapy until the replacement arrives.